Manufacturer narrative:
Additional information: b5, d9 (latest return date), g3, h6 (fdd) new information has been received, and reassessment of the complaint found that it is no longer a reportable issue. The event is no longer associated with a serious injury or potential for serious injury with reoccurrence. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right video-assisted thoracic surgery (vats) segmentectomy, the stapler was used to cut lung tissue, but on the second cut, there was an abnormal sound heard without any tactile feedback when pressing the handle. The surgeon was able to press the green button, jaws can be closed after squeezing the handle but it was difficult to compress. It was after the first strike that the load got stuck and the handle could not be pressed again. However, firing was still completed eventually. The staples on the nearby end were not fully formed (staple line incomplete proximally). This happened twice. As a result, the doctor decided to retract the instrument and replace both handle and reload with brand new ones.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the grasping mechanism was damaged, causing the instrument to cycle without having to use the green firing button. The instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device did not provide the expected tactile feedback and the instrument was difficult to fire but completed the firing sequence. The device gave unexpected audible feedback of normal use. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Regulatory report # 2647580-2023-02563 sent on 11/08/2023 stated this event was no longer reportable. However, a review of additional information determined this is now a reportable event. All fields of this report have been updated and corrected to reflect the case as described to us by the customer. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right video-assisted thoracic surgery (vats) segmentectomy, the surgeon was able to press the green button, device fired, but while using the handle to cut lung tissue, there was an abnormal sound heard on the second cut when using the reload. Additionally, there was no feedback sensation when pressing the handle with user unable to continue using device for firing. It was after the first strike that the load got stuck and the handle cannot be pressed again. The staples on the nearby end were not fully formed (staple line incomplete proximally). This happened twice. As a result, the doctor decided to retract the instrument and replaced both handle and reload with brand new ones.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant product: egia45avm, egia45avm egia 45 artic vasc med sulu (lot#unknown); egia45avm, egia45avm egia 45 artic vasc med sulu (lot#unknown); egiaustnd, egiaustnd endogia ultra univ std stap (lot#unknown) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right video-assisted thoracic surgery (vats) segmentectomy, the surgeon was able to press the green button, device fired, but while using the handle to cut lung tissue, there was an abnormal sound heard on the second cut when using the reload. Additionally, there was no feedback sensation when pressing the handle, with user unable to continue using device for firing. The staple line was incomplete proximally. This happened twice. As a result, the doctor decided to retract the instrument and replace both handle and reload with brand new ones.